Manufacturer narrative:
The case was returned to the MFR and an investigation is anticipated. This report will be updated if add'l info is obtained.

Event description:
It was reported that after sterilization, the black coating of the sterilization case was flaking. There was no pt involvement or adverse consequences related to this event.